Event description:
A surgeon reports that two years following bilateral intraocular lens (iol) implant surgery, a patient reported decrease visual acuity. Upon slit-lamp examination, many small yellow bubbles and discoloration were noted in both lenses. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provided a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info has been requested.